Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
This is a solicited report by a nurse from (B)(6) of fever and sterile peritonitis coincident with dianeal unknown therapy. This is one of multiple reports from the same reporter. On an unreported date, the patient began treatment with dianeal unknown 1.36% (dose not reported) intraperitoneally (ip) every 8 hours for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced sterile peritonitis manifested by fever, abdominal pain and cloudy fluid. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient was started on ceftazidime 1 gram daily ip every other day, and vancomycin 1 gram once every 3 days. On (B)(6) 2010, peritoneal effluent analysis was performed; however, the results were not available at the time of this report. The events were reported as ongoing and unchanged. Therapy with dianeal unknown therapy was reported as continuing. The nurse reported that the sterile peritonitis was not related to dianeal unknown therapy. The nurse considered the root cause of the sterile peritonitis as unknown. Causality assessment for fever and the relationship with dianeal unknown therapy was not reported.